Event description:
It was reported that an omniwire was used in a coronary diagnostic procedure in a slightly calcified proximal lad. During use, the wire was unable to normalize. Upon removal, a defect or residue was visible proximal to the radiopaque tip. No piece of the wire was detached or missing. The procedure was completed with another wire. No patient injury reported. During the product return evaluation, visual inspection found damage to the polymer coating, exposing a broken trifilar with sharp edges. This product problem is being submitted due to sharp edges observed. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a3b: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is singapore. Block h6: the probable cause of the broken trifilar was likely due to rough handling. Manipulation and strain can damage internal components and result in the reported failure. The probable cause of the reported complaint of unable to normalize could not be determined due to the nature of the returned device. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block a3b: added gender. Block b6: added tte result. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.